Event description:
It was reported that the atrial lead exhibited high thresholds. It was discovered that the lead was not secured properly in the pocket and no suture sleeve was present. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086-52 lead, implanted (B)(6) 2014. (B)(4).